Event description:
It was reported that the filter had titled and perforated the ivc. A greenfield ivc filter was implanted into the inferior vena cava (ivc) on (B)(6) 2008 after treatment of deep vein thrombosis (dvt). On (B)(6) 2020, a computated tomography (CT) scan was performed of the abdomen and pelvis. The scan revealed that the filter had titled and contacts the anterior wall of the ivc. The left lateral struts perforated the ivc wall and there is a 3mm vertebral perforation.